Event description:
It was reported that the endoscopic multifeed stapler was used during a hernia repair procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt. 3/27/1998 additional info received from affiliate. A second device was used to complete the case.